Event description:
1 bag noted to be cracked when ready to thaw on 01/17/2006. Patient received product from bag. Unknown if patient received product from bag. Unknown if patient received any medical intervention as a result of this event. Sample is available for evaluation. There is no patient information available. Patient had cells for transplantation as there were additional bags given to patient along with cracked bag. Volume of product in bag was 50ml. A metal cassette is used for freezing and storage. Blood center uses a mechanical freezer for the first hour and then transfer bags to liquid nitrogen vapor phase storage. Storage was for 3 week period. Collection of product was in 12/2005 and product was transfused to patient on 01/17/2006.